Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation, however an image of the retrieval bag was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Oophorectomy - "retrieval bag tore upon removal from abdomen during a routine oophorectomy. No residual pieces were observed inside the abdomen. Bag did not rip on the seam but bulged and ripped 2mm above seam. Bag was saved for observation, however, is contaminated. (B)(4)." Intervention - "ensured no material left in the patient." Patient status - "no patient injury."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.